Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer reported that the catheter was broken. The placement procedure went normally, but after approximately a week, the patient returned complaining of humidity around the catheter. The catheter was exchanged, and a rupture was confirmed close to the proximal connection of the catheter. Aside from the additional procedure to replace the catheter, there were no further injuries to the patient.